Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver reported that there was an overfill in cycle 3 of pd treatment. There was pump a vs. B volume error alarm. The overfill event was indicated due to drain 3 being 3675 ml, which is 184% of the 2002 ml fill volume. In a follow up, the patient's caregiver said the patient did not have any harm, intervention or adverse event associated with the overfill. The patient did get a new cycler. The old cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9,h.3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient¿s caregiver reported that there was an overfill in cycle 3 of pd treatment. There was pump a vs. B volume error alarm. The overfill event was indicated due to drain 3 being 3675 ml, which is 184% of the 2002 ml fill volume. In a follow up, the patient's caregiver said the patient did not have any harm, intervention or adverse event associated with the overfill. The patient did get a new cycler. The old cycler is available to return.